Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 60% to 5% while connected to a car charger. The customer's blood glucose level was 100 (mg/dl). Reportedly, the pump was charging successfully when connected to a power source via wall adapter. Reportedly the customer would continue to use the pump for insulin therapy.